Event description:
It was reported that the lead was apparently fractured. The lead was explanted and replaced and there were no patient complications reported as a result of this event. It was further reported, there was no output from the lead due to a possible clavicle crush.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed device oper. Code to lay user/patient. Evaluation summary: (B)(4) proximal conductor fractured. It was noted on the visual inspection that the lead was subject to the clavicle-rib crush, with flex clavicle/rib, all conductors were distorted and the was deformation of the proximal end of the defib coil, in addition to blood in the helix mechanism. The full lead was returned for this analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor fractured. It was noted on the visual inspection that the lead was subject to the clavicle-rib crush, with flex clavicle/rib, all conductors were distorted and the was deformation of the proximal end of the defib coil, in addition to blood in the helix mechanism. The full lead was returned for this analysis.

Event description:
It was reported that the lead was apparently fractured. The lead was explanted and replaced and there were no patient complications reported as a result of this issue.